Manufacturer narrative:
Additional information was received on 18-oct-2024. The adverse event was discovered during use of biosense webster, inc. Products. The physician commented that the cause of the adverse event was unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced av (atrioventricular) block that required pacemaker implantation. Av block occurred at the third ablation of the nodal reentrant tachycardia procedure. Av link did not recover, and a pacemaker was implanted. Patient improved. The physician reported that the carto 3 was not the problem. It was stated "if there had been no carto3 and ablation had been performed under fluoroscopy, the same site would been ablated."

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31384078l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).